Manufacturer narrative:
Testing and investigation found the keys on the left side of the touchscreen responded intermittently. During a review of the device history multiple button ID: invalid error codes were noted . The device was able to be calibrated during testing. During further testing residue was found on the bottom and top side of the touchscreen. The probable cause of the customer reported touchscreen can not be calibrated was due to fluid ingress. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen can not be calibrated in service mode. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.